Manufacturer narrative:
The technician replaced the right caregiver control board, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when the head section is run up, once the button is released, the head section will run back down, causing an unintentional movement of the head section.